Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer was getting higher blood glucose results than she felt all day. She was receiving results of 335 mg/dl, 357 mg/dl, 394 mg/dl, 443 mg/dl, and 340 mg/dl. The test strips in question will be returned for evaluation.